Manufacturer narrative:
(B)(4). Companion sample is being sent back for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) was still connected. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. The hp would finish with a manual bag. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated that nothing was noticed with the supplies and using new supplies cleared the alarm. The nurse was not contacted regarding the event and no patient injury or medical intervention was reported.